Event description:
Epidural catheter inserted easily, but dr unable to flush catheter. Catheter removed. Attempted to place second epidural catheter. Catheter inserted well and easily, but pt never received pain relief after medication was injected. Pulled the catheter and inserted epidural for 3rd time. Problem with the snaplock adapter.